Event description:
Police first responders arrived at a witnessed cardiac arrest and connected the device to the patient with disposable defibrillation electrodes. The reporter stated that the device would not analyze the patient's rhythm, only alarm "connect electrodes." The reporter stated that the connections were checked and electrodes switched out and repositioned, but without success. A fire rescue unit arrived and the device was swapped out with fire rescue's AED and 2 shocks were delivered to the patient. An ems unit then arrived with a manual defibrillator and delivered an unknown number of shocks to the patient. The patient was resuscitated and transported to the hospital.

Manufacturer narrative:
Physio-control evaluated the device and observed proper operation through functional and performance testing. The reported problem could not be confirmed or reproduced. The device was returned to the customer for use.